Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the balloon catheter and guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported difficulty to advance/position, difficulty to remove and material separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement of the balloon dilatation catheter (bdc) encountered resistance with the heavily calcified, mildly tortuous anatomy resulting in the difficulty to advance/position and likely causing the tip to bend and/or kink. Additional manipulation during advancement likely caused devices to become twisted over each other resulting in the difficulty to remove and ultimately the tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.the issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Part number corrected from 1009660 to 1009664.

Event description:
Additional information received on 1/17/2020: the 2.0x20mm nc trek was an rx not an otw. The bmw universal was actually a bmw universal ii.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.0x20 mm nc trek device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous left coronary artery. A 2.0x20mm otw nc trek balloon dilatation catheter was advanced over a balance middleweight universal guide wire with resistance noted. The devices got twisted and subsequently got stuck with each other. During removal, the guide wire tip separated. The distal portion of the separated guide wire was simply removed with the nc trek as a single unit. A new unspecified balloon catheter and guide wire were used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.